Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not determine with retains. Source: maude report.

Event description:
Reporting male testing false positive for sars. Customer communicated the results were confirmed negative by pcr and other rapid antigen test.